Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system reported that main drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) removed the back panel and identified that the board lights were off. The fse replaced the t board and both drawer boards, rebooted the system, and reconfigured the new boards. The customer then successfully recovered the drawers and performed an inventory count with no further issues, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to work and displayed error stating as required support. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.